Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer lost two sensors, first sensor did not have an electrode, sensor inserted on belly and another sensor did only function one day, they had to change sensor. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.